Event description:
It was reported that during a da vinci si prostatectomy procedure, the surgical staff reported seeing a broken cable. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported a broken cable. However for clarification, the nonconformance was a frayed pitch cable. Based on this, the complaint was confirmed. A frayed pitch cable was found at the distal clevis hub. A frayed segment was found to be sticking out. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.